Event description:
It was reported that a user of the ilet bionic pancreas experienced a low glucose alert below 60 mg/dl, treated the low per the 15-15 rule with oral glucose, and subsequently obtained a fingerstick value of 124 mg/dl before dinner; the user was advised to announce the meal and proceed, with no symptoms reported. Customer care provided support that included troubleshooting and user education conducted by support. Investigation of this case revealed no device malfunction and an unclear cause for the low glucose event. It was concluded, based on previously established findings for similar reports, that the cause was unclear. No clinical symptoms associated with hypoglycemia reported. Outcomes included self-treatment with oral carbohydrates and no escalation of care. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.